Event description:
User claims to have experienced dermatitis of the hands, flaking, scabbing and scarring of the hands, persistent itching, and asthma-like symptoms as a result of using omnicide. User claims permanent respiratory difficulties as result of exposure to product.